Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.